Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2019 and the upper abdomen on (B)(6) 2019 using cooladvantage, coolcurve+ conutour applicator. Also, the patient was treated on (B)(6) 2019 with the cooladvantage curve applicator to the flanks and bra bilateral and developed paradoxical hyperplasia (pah/ph) after treatment. Ph was diagnosed on (B)(6) 2019 and was described as soft on the surface but firm deeper in the tissue; on palpation of the abdomen deeper deposits of hardened adipose tissue are evident.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2019 and the upper abdomen on (B)(6) 2019 using cooladvantage, coolcurve+ contour applicator. Also, the patient was treated on (B)(6) 2019 with the cooladvantage curve applicator to the flanks and bra bilateral and developed paradoxical hyperplasia (pah/ph) after treatment. Ph was diagnosed on (B)(6) 2019 and was described as soft on the surface but firm deeper in the tissue; on palpation of the abdomen deeper deposits of hardened adipose tissue are evident.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.